Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The code on the ptm 8503. The consumer had been educated about the code. The patient had switched doctor's and was doing much better. The consumer was very satisfied with the help they received regarding the code. No further complications were anticipated/reported.

Event description:
Information was received from a consumer regarding a patient who was receiving 16.0mcg/ml fentanyl at a dose of 1.403mcg/day, and 10.0mg/ml bupivacaine 0.877mg/day via an implantable infusion pump for spinal pain. It was reported that the patient had a refill on (B)(6) 2017 and was getting a code on their personal therapy manager (ptm) screen, but couldn¿t remember what the code was. The patient was reported to be in a lot of pain the night of the refill and was up all night and didn¿t sleep. It was reported the patient hadn't had pain like that in a year and a half. It was reported that they never had to wait to do a bolus after a refill with their old doctor. It was reported the current doctor's office told the patient they may have to wait for 12 hours before doing a bolus. It was reported the consumer did not know they would see a code on the ptm screen. The patient's new doctor believed they were getting too mch medication so they had been reducing the medication since the prior week. The doctor was afraid that the "patient's body had such a high tolerance that if they broke a bone they wouldn't be able to give them any medication to help the pain." An out of box failure was not reported. There was no medical/therapy problem related to a small components product reported. No further complications were anticipated/reported.